Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Diffuse lamellar keratitis (dlk) is listed in the device labeling as a known potential risk of corneal inlay surgery and corneal flap procedures created using a femtosecond laser. (B)(4).

Event description:
The patient underwent implantation of the corneal inlay in the left eye on (B)(6) 2017. One day postoperatively, the patient was diagnosed with trace diffuse lamellar keratitis (dlk). By postop day 2, the dlk had worsened and the flap was lifted and irrigated. Irrigation of the flap triggered the need for inlay removal and replacement . The cause of the dlk is not known at this time. Additional information has been requested.